Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported patient underwent a total left hip arthroplasty on an unknown date. Subsequently, patient is in need of a revision due to an unknown reason. There has been no reported revision procedure. No further information has been provided to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent a left total hip arthroplasty on (B)(6) 2012. Subsequently, patient was revised on an unknown date due to a peri-prosthetic infection. The femoral stem was removed and replaced with a cement spacer mold. There has been no reported reimplantation procedure to date.